Event description:
It was reported that during a ladg procedure, the staples were malformed. Additional suture was performed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.